Event description:
During a permanent implant procedure, the pt's dura was punctured. The surgeon decided to abort the procedure. The surgeon instructed the pt to lie down and drink plenty of fluids.

Manufacturer narrative:
The pt is reportedly doing well. The needle was discarded by the medical facility and will not be returned for evaluation. This is the final report.